Event description:
During induction, there was a manual programming error of the alaris pump which led to propofol overdose. There was bradycardia & hypotension requiring epinephrine and chest compressions. The patient was quickly stabilized.